Event description:
The distributor reported that during an attempted rescue, the AED did not function properly. The pads were placed on the pt but the device failed to recognize the pad placement. It did not advance beyond "place electrodes on pt" prompt. In spite of performing CPR, the victim could not be resuscitated. Please note that the original report from the distributor in 2009, indicated that the device failed to work properly with a simulated impedance of 2300 ohms. It did not include any info about the above adverse event. However, further info became available concerning this field event on may 27th, 2009.

Manufacturer narrative:
Failure analysis is in process, and results will be provided in the follow-up reports.